Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: how was the product purchased? Not purchased, it was found during offline law enforcement was the device used on a patient? If so, was there any patient consequence? No please clarify how is the product suspected (diversion, counterfeit, other)? Please specify. -- suspected counterfeit as the time stamps are the same. The following information was requested, but unavailable: is there an indication of how the product was distributed? Unk is there any indication of the source? Unk based on the packaging, is there any indication of which market the original genuine product may have come from? Unk investigation summary visual inspection was conducted on two samples that pertain to product code 1953, lot rgb5391, for the file received from (B)(6). The samples were received at (B)(6) site and performed an analysis to determine if the complaint represented a suspect counterfeit. According to the results, the artwork prints on the samples were compared within the ethicon system and the lot number and the time stamp were noted to be identical in both packages. Besides that, the line number is different between the front and back. The mesh was analyzed, and the product was noted to be consistent in appearance and construction with disintegrated centenial ah, suggesting expired centenial ah was re-packaged in counterfeit packaging. Based on the investigation performed, it was determined that the product is counterfeit. Device history review, "a manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that based on feedback received from global band protection apac team that there are 8 boxes and 58 packages suspected absorbable hemostat products from offline law enforcement. Products were hold by law enforcement. No adverse patient consequences were reported. Additional information was requested